Manufacturer narrative:
Investigation summary: "material #: 368650. Lot/batch #: 4109573. Bd received 11 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage was observed. Additionally, the customer samples were evaluated by functional draw testing and the indicated failure mode for sleeve leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, blood leaked from the non-patient end of the device into the tube holder and on to the blood collection tubes. There was no report of adverse impact to patients or users.